Event description:
Caller stated that they had a patient that was on a shiley xl trach and was having difficulty breathing and so they pulled the trach and noticed that there is a soft pliable plastic at the end of the trach. Caller refused to state what facility she works for, and said that she is calling from home and just wants to know for her personal information because she was not run into this before. There was no indication that the reported issue was a result of decannulation/ recannulation of a replacement tube or if it was observed during routine replacement of the tube. Covidien has made multiple attempts to gather further details related to this report.